Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: when olympus checked the appearance of the insertion site, olympus found that the sheath was scraped off at a position of about 20 mm from the tip. The tip of the sheath, there was deformation in the appearance of the sheath. Needle was buckled under the boot. Based on the investigation result, it can be inferred that sliding resistance of the needle tube might have increased due to buckling of the needle tube. No nonconformances were found related to this complaint. The most probable cause of the complaint is was not established, which is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported for the aspiration needle, the plastic material of the needle sheath was broken on several occasions. The issue occurred after a diagnostic endobronchial ultrasound procedure. The intended procedure was completed with same device. There were no reports of patient harm.